Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device fiberoptic tip was down and has some loose wires that were coming off. The issue was discovered during set up/inspection for an unspecified procedure, prior to patient entering the room. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes for the alleged failure of the dip damage is due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is d02 - traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device fiberoptic tip was down and has some loose wires that were coming off. The issue was discovered during set up/inspection for an unspecified procedure, prior to patient entering the room. There were no reports of patient harm.